Manufacturer narrative:
The patient's weight was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient had recurring cellulitis, starting a few months after implant. They had been hospitalized for cellulitis 6 times in the past year and a half. They had been treated with antibiotics and were taken to the emergency room (ER) on (B)(6) 2019. The patient couldn't get rid of the cellulitis for more than a month, as it always came back. The caller was redirected to bring their concerns to the patient's health care professional (hcp). No further complications were reported.